Event description:
It was reported that during device preparation for use, the xience v stent delivery system (sds) protective sheath was removed and the stent implant was loose on the balloon. The device was not used. There was no patient involvement. A different xience v sds was used to complete the procedure. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additonal information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. Return of the stent delivery system (sds) may have assisted in the investigation and determination of a cause. It is possible the stent was inadvertently handled during removal of the protective sheath or positive pressure was inadvertently applied during preparation for use, resulting in the loose stent on the balloon, however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency. All stent delivery systems are visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is also subjected to a stent movement test to verify stent security.